Event description:
It was reported that the posterior capsule split during insertion of li61aor intraocular lens into the pt's right eye. The incision was enlarged to cut and remove the lens. A small piece of the lens broke off and went into the intravitreal space. An anterior vitrectomy was performed. A different li61ao intraocular lens was successfully implanted in the sulcus. Sutures were used. The pt's most current bcva is 20/40+2. The pt was referred to a retina specialist for further observation. Please reference MDR # 1119279-2012-00206 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.